Event description:
The event occurred on an unspecified date; the 1st day of the month reported has been used as a placeholder. The customer reported an email was received regarding a chemosafelock connecter with list number kl-msu3 and unknown lot number. It was reported that there was a leakage. The sample is not available for investigation. There was no reported patient involvement.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number. B3 - the date of event is unknown - the 1st day of the month reported has been used as a placeholder. D4 - primary UDI number - unnkown.